Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Root cause determined to be a frayed/exposed power extension cable. All other cables were found to work as intended.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed and exposed wires on the power extension cable. The patient electronic system was replaced and there were no adverse consequences reported by the patient.